Manufacturer narrative:
G4 - added aware date for the previous supplemental completed on 20-feb-2019.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of tibial insert due to large effusion and extensor mechanism failure. The case report form indicates this event is definitely related to devices and definitely related to procedure.

Manufacturer narrative:
The engineering evaluation noted that the result of the "large effusion and extensor mechanism failure", which led to an exchange of the tibial insert during the repair of the soft tissue. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.

Manufacturer narrative:
Correction: the aware date for report 1038671-2019-00056 follow up 2 is 22/aug/2019.